Manufacturer narrative:
(B)(4). The exact occurence date is unknown. The lot number was not provided. Therefore, a batch review could not be conducted. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.

Event description:
Baxter (B)(4) received a report in which the customer stated, "to completely stop the flow of solution, the patient would have to activate the slide clamp and also turn the multi-rate to 0. Moving the slide clamp towards the luer would allow for a one step movement to completely stop the flow" of a multi-rate infusor. According to the customer, "the patient developed symptoms suggestive of intravascular infusion of local anesthetic". There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.